Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was able to be duplicated during testing. Visual inspection found worn clutch halves most likely due to the age of the pump. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.